Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device, the multi-function cable and the CPR- adaptor were put through extensive testing including bench handling, stress testing, full evaluation of the defib/pacer functionality, min-max discharges and 30j self tests without duplicating the report. The device was recertified and returned to the customer. The electrode pads used during the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.